Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s user guide: only use u-100 humalog or novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48 mg/dl and "head injury resulting in bleeding". Reportedly, the customer was using fiasp within their pump supplies. Customer consumed carbohydrates to address bg and went to the emergency room. Customer was discharged the same day. Tandem technical support educated the customer regarding off-label insulin. Customer declined to provide further information.